Event description:
It was reported this patient had an infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the return and evaluation would add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was scheduled for replacement. Since she had an infection, they decided to explant the lead and plan on having a revision later. No other relevant information has been received to date.

Event description:
Provider later clarified that patient's generator was explanted 6 months ago due to infection. Surgical area was then given time to heal, and patient was cleared from infection. 2 months ago incision area dehisced and when area was inspected for infection and dehiscence, electrode was exposed. Electrode was then removed. No other relevant information has been received to date.